Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was unknown. Reportedly, the customer has not taken any action to address bg. Customer declined troubleshooting with tandem technical support, and additional information could not be obtained.